Event description:
Pt claims to have received plugs in 2002. Started suffering excessive tearing & irritation. Was treated with antibiotics. This reduced symptoms. Dr attempted to irrigate plugs out and was successful in 3 of 4 ducts. Went to a second dr who also failed to irrigate out plug. Then went to a surgeon who told pt the plug was imbedded in the lacrimal sack with scar tissue around it. He performed surgery.